Event description:
The patient was undergoing a left lower extremity angiography and atherectomy. A platinum plus guidewire was used to try to cross the stenosis in the mid superficial femoral artery without success despite backup with a quickcross catheter. The platinum plus was then exchanged for a choice pt which readily crossed the stenosis and was positioned in the distal popliteal artery. A ds fox hollow atherectomy device was advanced over the guidewire and atherectomy was performed from the proximal mid to the distal mid superficial femoral artery. An ms device was then passed and atherectomy was performed of the proximal mid superficial femoral artery, but the device would not cross even in the off position into the distal mid superficial femoral artery. This was then exchanged for an ex device which was used to perform atherectomy in the mid superficial femoral artery. This also would not cross the distal superficial femoral arthery and was exchanged again for the ds device. The ds was used to perform atherectomy in the distal mid superficial femoral artery in the area of highest resistance to catheter crossing. The device was retracted and sheared off the wire while attempting to recapture it to the raabe sheath. At this time, atherectomy to recapture the sheared catheter tip which was still over the choice pt wire. Several snares were attempted including a 2 mm gooseneck, a 7 mm gooseneck, and a snare. Eventually, the catheter tip was able to be then snared and retracted through the raabe sheath. There was wire tip dislodgement during this process and appox 7 mm of distal wire tip, presumably from the choice pt remains in the profunda femoralis artery.